Event description:
It was reported that the patient presented to the hospital for a schedule left ventricular (lv) lead revision procedure. Interrogation of the pulse generator prior to the procedure noted that the right atrial (ra) had elevated capture threshold and exhibited insulation breach. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.